Event description:
During a surgical procedure, the nurse noticed that the ventilator (which is part of the anesthesia machine) was in power fail state and that it then indicated a standby state and the bellows was not moving up or down - it seemed to be stuck. The main anesthesia power plug was checked and it was indeed plugged in. The anesthesia machine showed no signs of performance failure. The patient was manually ventilated for the remainder of the procedure and received no harm. The biomedical engineer was contacted immediately and an investigation was performed. After testing all of the aspects of the ventilator and the anesthesia machine it was determined that there was a loose wall receptacle where the anesthesia machine was plugged in. This caused a poor electrical contact between the power plug and the wall receptacle contacts. This caused a rapid arcing of electrical current from the wall receptacle and the ventilator power plug which caused the ventilator to rapidly cycle between power failure mode and standby mode, which lead to the inadequate function of the ventilator. As an additional measure the local ohmeda field service engineer was contacted to evaluate the device. Analysis reveals that the anesthesia machine is not believed to have contributed to this event. It is being reported because the conditions described affected the operation of the device.

Event description:
Excel 210 anesthesia machine 7800 ventilator, excel 210 serial # amaw01575 7800 ventilator serial# cbax00355. The customer reportedly noted during a case that the ventilator alarmed `power fail' and then `standby'. The clinician reportedly switched to the bag position to manually ventilate the patient. An interruption in ventilation of the patient was not reported. Sunsequent to the case, the hospital biomed reportedly checked the machine and noted that the anesthesia machine was plugged into a loose wall receptacle. According to the biomed, the loose wall receptacle caused a poor electrical contact. It was further determined that the poor connection caused a rapid arcing of electrical current from the wall receptacle and the ventilator power plug, causing the ventilat6or to rapidly cycle between the power fail and standby modes. The biomed reportedly replaced the wall receptacle. The customer subsequently requested their local ge healthcare service representative to perform a checkout of the equipment. Ge healthcare performed a checkout of the equipment, and the equipment was found to function within manufacturer's specifications. The biomed reportedly replaced the wall receptacle. The customer subsequently requested their local ge healthcare service representative to perform a checkout of the equipment. Ge healthcare performed a checkout of the equipment, and the equipment was found to function within manufacturer's specifications. Ge healthcare's evaluation of the reported complaint determined it was not a reportable event that required a mandatory report by the manufacturer.